Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of an inflatable penile prosthesis (ipp), the device would not activate and was not working. At a later date, the patient presented with persistent and continuous testicular pain that resulted in the explant of the ipp. The reported pain continued after the device explant. No further patient complications were reported.

Event description:
It was reported that following the implant of an inflatable penile prosthesis, the device would not activate and was not working. The device remains implanted. No patient complications were reported.